Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient's mother (reporter) in (B)(6) contacted lifescan (lfs) alleging that her son's onetouch ping meter was displaying a battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (time not specified). According to the csr's documentation, a week prior to the start of the reported power issue, the patient reportedly was having elevated blood glucose readings, had a ketone level of 3.4, and was pale. The reporter, however, denied the patient received any medical intervention/treatment after the alleged issue began. At the time of troubleshooting, the csr noted the patient was not using the subject meter for the first time. There was no misuse of the lfs product, and the subject meter's batteries did not need to be replaced per owner's booklet recommendation. A replacement meter was sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's elevated blood glucose level started a week before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.